Event description:
The product is the t:slim x2 insulin pump made by tandem diabetes care, and the issue involves the bluetooth connection with a samsung s20+ mobile phone. I purchased the insulin pump in april 2022. The bluetooth connection worked flawlessly until august 2022, when tandem upgraded the software to permit remote bolusing. Since that time, the bluetooth connection between the insulin pump and my mobile phone is inconsistent. Almost daily (and sometimes as much as 3 times a day), when I look at the tandem app on my mobile phone, it states that there is a bluetooth issue and the connection has been lost. When that occurs, the app is no longer showing the blood glucose readings from the continuous glucose monitoring device (a dexcom g6), although the pump is still receiving readings from the dexcom cgm. I know this because I can see the readings on my tandem pump. I can pair the phone and pump when I notice the bluetooth connection is lost, but until I do, I do not receive readings on the tandem app on my samsung, nor can I do remote boluses. About a month ago, I upgraded the android operating system on my samsung to version 13. Because tandem had not yet fully tested version 13, when I upgraded, the remote bolusing from the app on my samsung was disabled. During that time, I did not once lose the bluetooth connection between the tandem pump and my samsung. Three days ago, tandem announced that they had completed their testing with version 13 of the android operating system and re-enabled remote bolusing. Since that time, I have lost the bluetooth connection between my pump and my mobile phone at least once daily. I can only conclude from this that there is a software error in the remote bolusing feature. I have repeatedly called tandem since early august 2022 to tell them about the problem and inquire about a software fix. They tell me that they are aware of the problem, for the past 7 months they have done nothing to fix it.